Event description:
It was reported that the patient experienced an inflation issues due to one cylinder tore open with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and an ipp cylinder, pump, and reservoir was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.